Manufacturer narrative:
(B)(4). Batch # n91d2g. The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were foundto be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 7 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the procedure was a laparoscopic cholecystectomy. The clips would not close all of the way after being deployed. The device was removed and another er320 was opened and used without incident.

Event description:
It was reported that during a lap choley procedure, the clip wouldn't close all the way at the end when deployed. A like device was used to complete the case. There was no patient consequence.